Event description:
The pt reportedly experienced intermittencies followed by a loss of lock between her external equipment and the implant. External equipment was exchanged, and programming adjustments were made. However, the problem was not resolved. Testing revealed that the device was not functioning properly. Surgery to explant the pt's device has been scheduled.